Event description:
It was reported the programmer had a black screen, so the service disk was ran, and the programmer was able to boot up. When touching testing on the screen, nothing happened. Pacing started when the stylus was taken off, then it got "stuck." The stylus was changed, with the same result. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The touch screen was intermittently unresponsive. Display found out of electrical specification. Stylus worked ok. System fan is noisy. The handle is broken.